Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, dyslipidemia, diabetes mellitus, migraines, autoimmune disorder, hyperthyroidism, and hypothyroidism. Complications reported included rash, arrhythmia, fever, dyspnea, palpitation, chest pain, migraines, hypersensitivity. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: patent foramen ovale closure in patients with and without nickel hypersensitivity: a randomized trial.

Event description:
The article, "patent foramen ovale closure in patients with and without nickel hypersensitivity: a randomized trial", was reviewed. The article presented a prospective, multicenter study to evaluate whether patients with nickel hypersensitivity have an increased risk of adverse events following pfo closure, to assess the potential influence of device selection, and to evaluate potential sensitization or desensitization in patients without or with preexisting nickel allergy, respectively. Devices included in the study were amplatzer pfo occluder and gore cardioform septal occluder. The article concluded that patients with nickel hypersensitivity are at significantly higher risk for developing device syndrome after pfo closure. Both the amplatzer and gso devices demonstrated comparable safety and efficacy in this population. These findings highlight the need for further research to optimize device selection and improve outcomes in nickel-hypersensitive patients. [The primary and corresponding author was konstantinos toutouzas, unit of structural heart diseases, first department of cardiology, national and kapodistrian university of athens, hippocration general hospital of athens, athens, greece, with corresponding email: ktoutouz@gmail.com]. The time frame of the study was from january 2021 to september 2024. A total of 96 patients were included in the study, of which 48 (50.0%) received an abbott device. In the with nickel hypersensitivity group, the average age was 44 years and the majority gender was female. In the without nickel hypersensitivity group, the average age was 46 years and the majority gender was male. Comorbidities included smoking, hypertension, dyslipidemia, diabetes mellitus, migraines, autoimmune disorder, hyperthyroidism, and hypothyroidism.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.